Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/+5.0/086 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
D4- model# corrected to vticmo12.6 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - "the surgeon repositioned the lens two days later." Should be added to the initial MDR. H1- corrected to serious injury in initial MDR. H6 - health effect - impact code: 4628 should be added to the initial MDR. Claim # (B)(4).